Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information: the returned handle was evaluated. There were no visual indications of damage. The torque was tested and all readings were within specification. The complaint could not be confirmed as the device was found to operate within specifications. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that two torque limiting handles would not click during surgery, even after extensive tightening of the implant. The procedure was successfully completed utilizing both handles. There were no reports of patient impacts associated with this event. This is report one of two for this event.